Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a cre wireguided balloon dilator was used in an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2010 involving an adult male patient (patient weight, exact age and identifier are unknown) according to the complaint, during the procedure, the balloon would not inflate once placed down the scope. Additional information provided by the site stated that there was no damage noted to the device. As a result, the complaint was originally not reportable. However, the investigation results revealed the catheter to be broken. The physician completed the procedure with another of the same device with no patient complications and the patient is fine.

Manufacturer narrative:
The patient is over 18 years of age. A visual examination of the returned devices revealed that the balloon was relaxed, indicating that the balloon had been inflated. It also revealed that the catheter was in 2 pieces, there was evidence of stretching, and due to this the balloon was unable to be inflated. It is probably that the balloon was stretched/broken during withdrawal. The root cause was determined to be operational context. (B)(4).